Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a cardioband interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred due to the plunger not being completely depressed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, the physician is aware he didn't push the plunger till the end that is why the cuff miss occurred. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: depress the plunger with the right thumb until the black collar on the plunger meets the blue body to deploy the needles. In addition to the visual confirmation, an audible click should be heard to confirm the needle engagement. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.